Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure, this patient's right ventricular (rv) lead broke at the header of their pacemaker. The physician unscrewed the lead and pulled it out and noted that a part of the lead stayed in the header. The patient is not pacer dependent, so the lead was capped and abandoned and the pacemaker was explanted and a new system was successfully implanted. Through fluoroscopy, it was also noted that a fraction of a lead appeared to be abandoned in the heart around the atrium. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating no attempts were made to retrieve the lead fraction on the atrium and there is no plan to attempt to remove it in the future. No additional adverse patient effects were reported.